Event description:
It was reported by service report that the bed has no electrical functions after the manual CPR release is engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
CPR reset switch/set screw out of adjustment.